Manufacturer narrative:
According to the gore® excluder ® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2009, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder ® aaa endoprosthesis. On (B)(6) 2021 the patient underwent a reintervention to treat a suspected endoleak of unknown origin whereby an iliac extender (plc161200/21808672a) was placed to extend the trunk-ipsilateral leg component to the left internal iliac artery. The patient tolerated the procedure.